Event description:
It was reported that the user experienced hyperglycemia while the system update failed and an alert would not dismiss, with no insulin on board and inability to announce a meal; after resetting the mobile app and completing the update, a system check indicated insulin flow was functioning, yet glucose remained elevated. Symptoms included dizziness, fatigue, and nausea. Outcomes included prolonged elevated glucose lasting approximately five hours without hospitalization or professional medical intervention. Investigation included complaint history review, device/production history review as available, and user troubleshooting and education. Investigation of this case revealed that the specific cause of the hyperglycemia could not be determined. It was concluded that the event was related to hyperglycemia with cause unclear and that the device functioned as designed following the update and system check. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.